Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. G3: (B)(6) 2021. H6: medical device problem code: 2682 - patient - device incompatibility. H10: the clinical reason for the revision was not stated. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. The device was not returned, thus device examination could not be performed. No microbiology or pathology reports were provided. The risk management files were reviewed and no new risks were identified in the available reported information for this event that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Manufacturer narrative:
It was reported that the device was explanted, the device explantation date is unknown. Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c was explanted. It is unknown if the device malfunctioned.